Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000 / lot 153670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 153670 . Test base part number 190-000 / lot 153670. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported 3 unconfirmed false negative results with the binaxnow covid-19 ag self test on (B)(6) 2021 (initial), (B)(6) 2021 (repeat) and (B)(6) 2021 (repeat) respectively. Per the consumer, at the time of this report, she was questioning the negative results as she was experiencing intermittent stomach cramps and issues with her throat. The consumer was advised to contact her healthcare provider. Per the consumer, she did not experience any harm due to the unconfirmed false results and no follow-up medical treatment/care was needed.